Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted an evaluation of a cartridge from the same manufacturing lot and it was operating within required specifications.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka. The pt reported that the pump cartridge was cracked and leaking insulin.